Event description:
Through a follow-up by a co rep with the treating physician, the MFR was informed that the pt has been doing well since the procedure.

Event description:
The MFR was notified that during an endoscopic procedure to treat gastroesophageal reflux disease (gerd), after the initial treatment site, the physician met resistance while attempting to rotate the catheter. The physician then realized that had not completely retracted the needles. The treatment was completed without incident. Endoscopy showed superficial mucosal injury due to this technique error. The pt was taken to the hosp for a gastrograffin contrast swallowing study, which showed superficial mucosal injury of the lower esophagus. There was no sign of perforation. The pt was admitted to the hosp for 24 hours intra venous antibiotic administration, and was discharged the next day. Through a follow-up by a co rep with the physician, the MFR was informed that the pt was doing well and had significant improvement in gastroesophageal reflux disease (gerd).